Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the rptr: after the original procedure, everything went fine with the surgery and the pt. Post-op 1 week, the pt developed a leak from the appendixseal stump. Percutaneous drain and antibiotics were administered to pt. Pt is now recovered and the drain was removed.